Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the response buttons were non-functional. Upon evaluation, there was liquid contamination on the j1005, j1000, and table board. The cause of the non-functional response buttons is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not activate.